Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to inquire about a voluntary recall letter. Blood glucose reading was 100 mg/dl. Advised that it was regarding the potential to deliver insulin through accidental button pushing in relation to the scroll warp feature. The customer requested to exchange his insulin pump for one with the updated scroll wrap software. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.